Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial and right ventricular channels which was being marked as several atrial tachycardia response (atr) episodes. Review of these atr episodes noted the noise was external in nature and appeared very stable in frequency across the channels. A health care professional (hcp) was able to investigate this and determined the patient had had a transcatheter aortic valve implantation (tavi) procedure at the time, and the equipment used during it was thought to be the source of the noise. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.